Manufacturer narrative:
One 6f fast-cath introducer sheath was received for evaluation. The sheath had been torn and separated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the sheath broke off from the hub inside the patient's femoral artery. The device was retrieved using a snare. The patient was stable.